Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip ntw was advanced within the patient. While positioning the clip, it was reported by the physician that the m/l knob was very difficult to turn. Additionally, while turning the knob there was unexpected noise and movement. The clip was removed from the patient and two additional mitraclips were implanted successfully before the procedure was discontinued. The final mr was grade <1. There were no adverse patient effects or clinically significantly delays.

Manufacturer narrative:
All available information was investigated, and the reported m/l knob resistance, unintentended dc shaft movement, and noise were unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, causes for the reported m/l knob resistance, unintentended dc shaft movement, and noise could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.